Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that they lost counts on detector 2. The customer's biomedical engineer determined that the power lines were pulled from the connector damaging electronic components. The system was inoperable. This event is currently under investigation.

Manufacturer narrative:
The customer reported that they lost counts on detector 2 of their brightview xct system. A philips field service engineer (fse) confirmed there was no impact to a patient as a result of this issue. The customer's biomedical engineer investigated and determined that power lines were pulled from the connector due to the ferrite ring breaking free. The biomedical engineer attempted to re-solder the connections; however, other components of the system were previously damaged causing the system to be inoperable. A philips field service engineer (fse) went onsite. The fse and the biomedical engineer evaluated the system. It was determined that cables and boards were damaged. The fse replaced the cable, dual motor driver board, and automatic body contour (abc) collision board to resolve the issue. The fse confirmed there was no impact to a patient as a result of this issue. The system is in clinical use.

Manufacturer narrative:
Adding additional information: based on additional information received, a philips system integrator (si) and systems engineer (se) determined there would not be a possibility of death or serious injury. The field service engineer (fse) confirmed that the exposed wire in the detector was 48 volts. The international electrotechnical commission (iec) 60601-1 edition (ed) 3.1 has multiple specifications related to voltages that do not exceed 60 volts of direct current (vdc) and protection against circuit voltage being touched. Based on the further information, this has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.